Event description:
Tube feeding placed per protocol by 2 rn's in a critically ill pt, resulting in puncture of lung causing pneomothorax. The tube is a weighted tube with syletter 42 inches in length. It is designed to pass beyond the pyloric sphincter to facilitate the assimilation of nutrition in the critically ill. It has a weighted bolus of 4 grams to reduce the likelihood of migration. The pt coded and responded poorly to resuscitative efforts. Later a decision was made to terminate life support.